Event description:
It was reported that according to clinic records this right ventricular (rv) lead noted to be out of service. Technical services (ts) discussed getting more information since that will impact magnetic resonance imaging (MRI) conditionality. This rv lead is noted to be out of service and reason for the procedure is unknown. No adverse patient effects were reported.